Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity I stat high sensitivity troponin-I for one patient. The following results were provided (reference range: negative <= 14 ng/l, positive >= 14 ng/l): sid (B)(6) initial result= 114 ng/l; repeat on same analyzer <3 ng/l; repeat on different analyzer <3 ng/l. Additional information was provided: (B)(6) 2024, sid (B)(6) was tested in replicates of 5 for precision on both analyzers with all results <2.7 ng/l. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, in-house testing of a retained reagent kit and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints for lot 61507ud00 did identify an increase in complaint activity, however, no related trends were identified. Device history record review was performed on lot 61507ud00, which did not show any potential non-conformances, deviations, or non-conformances with the complaint issue. In house accuracy testing was completed using panels which mimic patient samples using a retained kit of lot 61507ud00. All specifications were met indicating that lot 61507ud00 is performing acceptably. Labelling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitivity troponin-I reagent lot 61507ud00 was identified.

Event description:
The customer observed a falsely elevated alinity I stat high sensitivity troponin-I for one patient. The following results were provided (reference range: negative <= 14 ng/l, positive >= 14 ng/l): sid (B)(6) initial result= 114 ng/l; repeat on same analyzer <3 ng/l; repeat on different analyzer <3 ng/l additional information was provided: (B)(6) 2024, sid (B)(6) was tested in replicates of 5 for precision on both analyzers with all results <2.7 ng/l. There was no impact to patient management reported.